Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4), occurred (B)(6) 2014 reports infusing insulin drip set at 5.8 ml per hour nurse noted when scanning bag to change rate that bag only had about 20 ml remaining, bag had been hanging 30 minutes. (B)(6) attempted to duplicate the same set up and could not. Please refer MFR report # 9610825-2014-00036.